Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found that there were holes on the load plate cover. The physical damage found during visual inspection is unrelated to the customer's reported complaint of the platform displaying a "battery fault, change battery" message. A review of the platform's archive data was performed and found no issues on the reported event date that relates to the customer's complaint. However, the archive data indicated that a user advisory (ua) 44 (battery voltage too low during compression (replace battery)) message occurred on (B)(6) 2015, thus confirming the reported "battery fault, change battery" message. However, the archive data indicated that the customer did not swap out the battery after the ua 44 message displayed as was initially reported by the customer. The archive data indicated that the customer left the same battery in the platform for more than 24 hours and was not performing daily battery rotations. Per the autopulse battery maintenance program, charged batteries left for any extended period either in the autopulse or as a spare may not have sufficient capacity resulting in unexpected cessation of operation during use and inadequate warning of low battery condition during use. The reported complaint was not duplicated during functional testing. Unrelated to the reported complaint, it was observed that the clutch plate was sticky and needed to be deburred. A load cell characterization test was performed, which found that load cell module 2 was defective. After replacement of the load cell, functional testing was continued without any issues. Based on the investigation, the parts identified for replacement were the load plate cover and load cell module 2. In summary, the customer's reported complaint of the platform displaying a "battery fault, change battery" message was confirmed during review of the platform's archive data. However, the archive data indicated that the customer did not swap out the battery after the ua 44 message displayed as was initially reported by the customer. The archive data indicated that the customer left the same battery in the platform for more than 24 hours and was not performing daily battery rotations. Per the autopulse battery maintenance program, charged batteries left for any extended period either in the autopulse or as a spare may not have sufficient capacity resulting in unexpected cessation of operation during use and inadequate warning of low battery condition during use. Please note that no batteries were returned for evaluation. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported complaint. The reported complaint was not duplicated during functional testing. Therefore, a root cause could not be determined. The physical damage found during visual inspection and the sticky clutch plate and defective load cell module 2 found during investigation are unrelated to the reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing.

Event description:
It was reported that during patient use, the autopulse platform displayed a "battery fault, change battery" message. Customer swapped out the battery but the message did not clear. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Customer reported that the batteries tested fine in the charger. The autopulse platform in complaint was returned to zoll on 05/15/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.